Manufacturer narrative:
Event site name: (B)(6) hospital. Event site telephone: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue involving one of the surgical lights ¿ powerled. It was reported that the holding ring on the main arm is broken with risk of part detachment. The issue was also confirmed by photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter experts at the manufacturer. As they stated, according to the picture it can be noticed that there is no traces of impact around the ring, in addition regarding the location it is very unlikely that a shock could have led to this breakage. This configuration is from 2011 but the tube itself and thus the ring is older because it is an adaptation to a hlx2000 tube. Hence the most probable cause of this breakage could be due to internal mechanical stress as those 2 half rings are in stress when assembled. Over time and perhaps because of repetitive cleaning products applied on it could have led to breakage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).